Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer performed preventive maintenance on the instrument. Air purges and reagent priming were performed. The potassium electrode was replaced. Ise checks were performed and passed. The customer ran calibration and controls; these were acceptable. The customer ran patient samples on the analyzer and a second analyzer; all results matched. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the performance of the service actions.

Event description:
The initial reporter stated they received discrepant results for 9 patient samples tested with the na electrode on a cobas 8000 ise module. Refer to the attachment for all patient data. The customer noticed a high sodium result for one patient sample (B)(6) and then repeated it on a second analyzer. To further investigate the issue, the customer repeated testing for 60 patient samples. A total of 9 patient samples had discrepant na results. The samples were repeated on a second analyzer and an electrolyte analyzer (analyzer 3).